Manufacturer narrative:
G4: 15jan2021. B4: 18jan2021. Multiple good faith efforts were made to obtain information regarding performance verification testing (pvt) results, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the blower was over the temperature for a v60 ventilator while in use. The device was in use at the time of the event. The ventilator was swapped out and there was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed verified that the significant event log has an error code (blower temperature high). The biomed stated that the filters were very dirty and changed the filters. The rse advised the biomed to perform performance verification testing (pvt) to see if the error could be reproduced.